Event description:
It was reported that the parts need to be forced into position. The block was less securely positioned. A recut was performed because the cut wasn't at the right slope and not at the right angle. It is unknown which of the devices was involved in the medical intervention.

Manufacturer narrative:
The associated gii tibial alignment tubes were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The devices were manufactured in 2017. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no clinically relevant documentation was provided; therefore a thorough medical investigation could not be performed. It was communicated that an additional tibial cut was performed due to the locking mechanism needed ¿more force to get closed¿; however, no patient injury was reported with the minimal surgical delay. Should additional clinical information be provided, the clinical/medical task may be re-evaluated. Without the return of the actual product involved, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.